Manufacturer narrative:
The biomedical engineer reports that the bedside monitor (bsm) displays a fatal error and is in constant boot cycle into the diagnostic screen. This occured in patient use and was a report of data loss. There was no harm or consequence to the patient. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Event description:
The biomedical engineer reports that the bedside monitor (bsm) displays a fatal error and is in constant boot cycle into the diagnostic screen. This occured in patient use and there was a report of data loss. There was no harm or consequence to the patient.

Manufacturer narrative:
H10: additional narrative: details of complaint: on (B)(6) 2019, customer stated that device gives a fatal error and is in constant boot cycle into diagnostic check screen. Service requested: troubleshooting. Service performed: troubleshooting. Investigation result: customer later responded that they were able to fix the device. Details are not available. Mu-631ra serial number: (B)(6) was put into service on 8/1/2012. Warranty expired 8/1/2017. There are no other service tickets created with the same error. Customer's service history shows no incidents related to fatal error. On (B)(6) 2017, customer requested a software upgrade to the latest version - an unrelated incident. A review of manufacturer's device history record shows no nonconforming report, no deviation and no corrective and preventative actions associated with this device. Please see attached DHR review form. The root cause could not be determined. No additional incidents have been reported since 4/18/2019. Correction: h3. Device evaluated by manufacturer? Device evaluation anticipated, but not yet begun incorrectly selected. Corrected to product not returned. Additional information: b4. Date of this report. F6. Date user facility/importer became aware of the event. F7. Type of report. F11. Date report sent to FDA. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G7. Type of report. H2. If follow-up, what type? Correction. Additional information. H6. Event problem and evaluation codes. H10. Additional manufacturer narrative.

Event description:
The biomedical engineer reports that the bedside monitor (bsm) displays a fatal error and is in constant boot cycle into the diagnostic screen. This occured in patient use and there was a report of data loss. There was no harm or consequence to the patient.